Manufacturer narrative:
On june 11, 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample saline breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear at the junction between the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation with an unspecified mentor saline breast prosthesis on the left breast, suffered left breast implant deflation, post-procedure. As a result, the patient underwent left capsulotomy, bilateral removal and then bilateral replacement on (B)(6) 2021. The replacement devices were the following: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9528578 sn: (B)(4) and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9528578 sn: (B)(4).